Event description:
Attempted to grasp pd stent-opened and closed several times, and then felt a snap during this process. The forcep was physically changed and would not open correctly.

Manufacturer narrative:
(B)(4). The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient's husband contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra2 meter was reading inaccurately. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The reporter indicated and clarified that the patient tests four times a day and manages her diabetes with "novamix 30" insulin twice a day (usually self administering between 30-32 units based on the blood glucose result). The reporter alleged that the issue began on (B)(6) 2010 at approximately 9:07am when the patient obtained a blood glucose result of "8.0 mmol/l" with the subject meter. In response to the "normal" blood glucose reading, the reporter clarified that the patient did not take any action in regards to her diabetes management. Four hours after the alleged issue occurred, the reporter corrected and clarified that the patient experienced dizziness and blurry vision (symptoms the patient associated with low blood glucose). The reporter stated the patient tested with the subject meter at 1:17pm and obtained a blood glucose result of "3.6 mmol/l" and treated herself with "glucozade" (an energy drink) two minutes later. Approximately 30 minutes later the reporter stated the patient felt normal; she retested at 1:44pm and obtained a blood glucose result of "7.7 mmol/l". The reporter also indicated that patient obtained a blood glucose result of "20.2 mmol/l" at 5:43pm and a result of "5.8 mmol/l" at 9:58pm. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter. In addition, the csr noted that the reporter did not have control solution at the time of the call to test the reported products. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed the patient developed symptoms that can be associated with a serious injury after the alleged issue began.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.